Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. The grommet was damaged - but the cause could not be determined - and the set screw was missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the right atrial (ra) lead dislodged. The lead was repositioned and remains in use. It was also reported that when the physician disconnected the left ventricular (lv) lead to stabilize it during the ra lead repositioning, the device set screw for the lv port came off with the wrench. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.